Event description:
It was reported that the pt experienced numerous episodes of severe withdrawal symptoms. The 2 most severe events occurred in 2007 and 2008 and resulted in the pt presenting to the ER in severe pain, made worse by any movement. He was unable to hold himself upright, walk or hold his urine long enough to get to the bathroom. Other symptoms included difficulty breathing, severe sweating, body spasms and cramping, and blacking out. In both the severe episodes and numerous other, less severe episodes, the pt would recover completely within 4-6 hrs after pump refill, even though the pump was not empty at the time of refill. The pt suspected pump stall. It was further reported that the pt would go for a refill, suspecting the pump was empty due to his symptoms. Although the pump reservoir would be empty the pump logs showed the pump wasn't empty and the pump alarm wouldn't be sounding. From 2007 to 2008 the pt used an external pca pump infusing morphine through a port-a-cath due to the 'erratic behavior of the intrathecal pump'. The port-a-cath was removed due to bacterial infection and 'pulmonary bacteria clotting'. The intrathecal pump was reemployed to administer a non-reported medication.